Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had several issues with the pump; however, the specific types of issues were unable to be verified. Reportedly, the customer's blood glucose levels were "out of control." Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.